Manufacturer narrative:
If implanted, give date: not applicable, the intraocular lens was not implanted. If explanted, give date: not applicable, the intraocular lens was not implanted. Therefore, not explanted. Initial reporter telephone number, (B)(6). The intraocular lens (iol) was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported the intraocular lens (iol) with a detached haptic. There was eye contact with the cartridge. The product was discarded. No patient injury reported. No further information provided.